Event description:
It was reported insulin infusion was completed earlier than expected time. The infusion was programmed to infuse at 5ml/hr with a volume to be infused of 78.4ml. The infusion was noticed to be empty despite the pump stating 21ml had infused. Upon due diligence, additional information was received from the customer. The patient's blood glucose levels remained within acceptable limits with no cardiac complaints reported. Vital signs remained stable. Insulin was held for monitoring. No interventions were needed. No patient harm.

Manufacturer narrative:
Omit: e2401 - insufficient information, f24 - insufficient information, b17 - device not returned, c20 - no findings available. Correction: describe event or problem. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? , imdrf annex e,f,a,g,b,c and d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over infusion could not be confirmed or replicated during the laboratory testing. The returned device was fully evaluated, and no anomalies were observed during laboratory testing; the event administration set was not returned for this investigation. The external and internal inspections were performed on the suspect device and no obvious anomalies with electrical or mechanical components were found. Both inter-unit-interface (iui) connectors were observed with corrosion. These findings were noted as incidental and they are not related to the reported issue. All inspected parts were manufactured by bd. The internal inspection found the bezel with date code 05/17 (may 2017), the bezel was of the plastic material fr-110 that is under a recall (recall: mms-21-4400) that was released in june 2021. A review of the pcu error logs, as well as the pcu battery log, showed no errors or malfunctions that were relevant to the customer¿s complaint. A review of the pcu event log, prior to the reported event date, identified an infusion programmed on the reported event date 05 june 2025. Channel b (sn (B)(6)) at 12:51 am an infusion was paused, with a pvi of 21.638 ml. At 12:55 am the unit was channeled off. The unit was selected, and an infusion was restored with the following parameters: drug amount: 100 units, diluent volume: 100 ml, patient weight: 50 kg, rate: 5 ml/hr and a vtbi: 78.362 ml at 1:07:46 am the unit was removed. With a total volume infused: 21.74 ml the performed one-hour laboratory timed rate accuracy and the over infusion product analysis procedure observed the device delivering fluids as programmed, within specification, and with no observed periods of unregulated flow. Testing of the incident administration set could not be performed to determine if any issues existed with the primary set since the incident administration set was not returned for investigation. Alaris system user manual (v 12.1), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. Thee alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. Thee alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. Bd released recall notification mms-21-4400 in june of 2021 that informed facilities about pump modules that were manufactured between april 2011 to june 2017 with the plastic material fr-110 having potential to separate at the bezel posts. The separation of one or more posts may result in free flow, over infusion, under infusion and interruption of infusion. The following was released in addition to the recall notification letter: mms-21-4100 attachment b customer response form mms-21-4100 attachment c figures mms-21-4100 attachment d service bulletin 621a the system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). The device was reported to have no patient involvement. Note to repair center: concomitant pcu (sn (B)(6)) please re-torque all screws. Repair center should follow their normal processing procedures for the device, checking for any incidental issues prior to returning it to the customer. Designated complaint handling unit (dchu) will not over the costs associated with any incidental findings or components that have been physically abused. Suspect pump module (sn (B)(6)) please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Please re-torque all screws and replace both iuis. Repair center should follow their normal processing procedures for the device, checking for any incidental issues prior to returning it to the customer. Designated complaint handling unit (dchu) will not over the costs associated with any incidental findings or components that have been physically abused. Root cause: the root cause of the reported possible over infusion was not identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Note that this report lists imdrf annex a040502, c0601, d0302, g02017 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported insulin infusion was completed earlier than expected time. The infusion was programmed to infuse at 5ml/hr with a volume to be infused of 78.4ml. The infusion was noticed to be empty despite the pump stating 21ml had infused. There was patient involvement however patient harm is unknown.